Manufacturer narrative:
No device history records review was conducted since there was no reported lot number and a shipping history lot review was not performed since item number is unknown. The angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode, "difficult to remove catheter." No adverse trend was identified. Although the catheter was not returned for evaluation, this issue is not believed to be the result of a manufacturing defect. The issue of piccs being difficult to remove from pediatric patients is not uncommon as the patients may get upset resulting in venous spasm and removal difficulty. The directions for use packaged with the catheter includes directions for catheter removal. (B)(4).

Event description:
As reported, hospital is having issues with piccs being "stuck" when trying to remove from pediatric patients. The piccs were able to be removed after heat was applied, however, one patient was required to have an overnight hospital stay, as the IV team had left for the day and the patient lived a distance from the hospital. The PICC was removed the following morning.